Event description:
It was reported that prior to opening that package, it was noted that the plastic tray was cracked and the sterility was compromised. The device was not used on the patient.

Manufacturer narrative:
The lot number has been provided and the device returned for evaluation. The investigation is currently underway.